Manufacturer narrative:
Narrative: no system malfunction was reported or determined to exist after troubleshooting and investigation. Measurement and evaluation of the scan parameters used by the site for these examinations shows that the dose administered to the pt (3gyctdiperf delivered to the single location) was greater than the recognized threshold level for deterministic effects such as skin reddening and temporary hair loss. The dose prescribed by the site was significantly greater (5.6 times) than ge and the site's default protocols. The ge provided protocol for this scan type results in a pt dose that is significantly lower than industry and FDA recognized threshold levels for possible deterministic effects. The site's default protocol for perfusion scanning was found to be in accordance with ge reference protocol recommendations for imaging and dose. During the exam, the technician manually increased the ma on the exam in order to enhance default protocol's although images on the sites unaltered default protocols are diagnostic. As a result of subsequent incident, refresher training was done and memos were posted to remind all technologists not to change the default protocols. Techniques and dose are incorporated in the new tech training and annual evaluations. Ge healthcare product labeling specifically warns the operator with the following statement: "prolonged expose to x-ray in one spot may cause reddening or radiation burns. User must be aware of the techniques used and exposure time to insure safe operations."

Event description:
It was reported that a pt experienced localized hair loss after a brain perfusion scan.